Event description:
Initial result for a patient potassium was 14.6 mmol/l. When repeated, the result was 4.3 mmol/l. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepant results.